Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was fluctuating (value not provided). Contact discussed the event with a healthcare provider, and it was concluded that the basal rates required adjustment. Customer¿s blood glucose was 150 mg/dl at the time of the report.